Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our affiliates in iran, during deployment of a 23mm sapien xt valve within a degenerated 23mm perimount valve in the pulmonic position, the delivery system balloon ruptured. The balloon was inflated with 3ml of additional volume. The valve was fully expanded. The system was able to be removed without cut down. The patient was in good condition.

Manufacturer narrative:
The delivery system was returned to edwards lifesciences for evaluation. During visual analysis it was observed that the balloon was folded over and a radial inflation balloon burst was confirmed. There did not appear to be any missing balloon pieces. No functional testing was able to be performed due to the condition of the returned device (balloon burst). During dimensional analysis, the balloon single wall thickness measurements were taken along both sides of the tear on the inflation balloon and was found to be within specification. It was reported that the balloon was inflated with 3ml of additional volume. Based on the reported information and visual inspection of the device, the balloon burst was likely due to over inflation. Per the IFU, a 23mm device should be inflated with a volume of 17ml. Exceeding this inflation volume may cause the balloon to burst. As such, the root cause for the balloon burst can be attributed to over inflation of the balloon. Per manufacturing mitigations, during balloon manufacturing, the balloon is 100 percent visually inspected for defects and cosmetic appearance (i.e., foreign matter, contamination, fish eyes, gel spots, scratches). Additionally, balloon double wall thickness and burst pressure are measured on sample devices. During manufacturing, the delivery system undergoes the following inspections: 100 percent visual inspection of balloon under magnification for mechanical damage, kinks and bends; 100 percent visual inspection of balloon for cleanliness; 100 percent visual inspection of the balloon under magnification while the balloon is inflated for kinks, bends, separation or damage to the bond site, contamination, and scratches; 100 percent final inspection by both manufacturing and quality including both visual inspections and a leak test. Furthermore, each manufacturing lot is required to undergo product verification (pv) testing (visual and functional testing) under a sapling plan. These inspections during the manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since the lot number was not provided, a DHR review and lot history review was unable to be performed. The complaint for balloon burst was confirmed, but no manufacturing non-conformances were identified on the returned device. A review of complaint history and manufacturing mitigations further revealed no indication that a manufacturing issue contributed to the event. A review of the IFU/training materials revealed no deficiencies. Available information indicates that procedural factors (over inflation of the balloon) may have contributed to the event. Since the occurrence rate does not exceed the november 2017 control limits for the trend category, no corrective or preventative action is required.